Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer's reported issue. During evaluation, engineering determined the likely cause of the melting was due to loose connections causing heat buildup. The failure was caused due to ¿insufficient spring force / tension, the resistance between the pogo pin and the battery pack contact is much higher than when normal force is received from a good tension spring. The higher this resistance the more voltage / power is dropped across this contact point. This higher voltage / power drop caused excessive overheating of the defective pogo pin and the melting of the surrounding case. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the contacts on the unit were melted. It is unknown at this time whether there was any patient involvement associated with this complaint.